Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain"), rash ("skin rash"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating"), headache ("headaches"), pruritus ("itching"), urticaria ("hives"), dysgeusia ("metallic taste in mouth"), arthralgia ("joint pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the genital haemorrhage, pelvic pain, rash, menstruation irregular, abdominal distension, headache, pruritus, urticaria, dysgeusia, arthralgia and dyspareunia outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, rash, menstruation irregular, abdominal distension, headache, pruritus, urticaria, dysgeusia, arthralgia and dyspareunia to be related to essure company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 869749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, menorrhagia, dysmenorrhea, back pain, kidney pain, abdominal pain, fatigue, bloating and uterine bleeding. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("skin rash"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating"), headache ("headaches"), pruritus ("itching"), urticaria ("hives"), dysgeusia ("metallic taste in mouth"), arthralgia ("joint pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, rash, menstruation irregular, abdominal distension, headache, pruritus, urticaria, dysgeusia, arthralgia and dyspareunia outcome was unknown. The reporter considered abdominal distension, arthralgia, dysgeusia, dyspareunia, genital haemorrhage, headache, menstruation irregular, pelvic pain, pruritus, rash and urticaria to be related to essure. The reporter commented: there was only 1 coil remaining in the uterine cavity after placement. There were no complications during the procedure.there were 6 coils extruding from the tubal osteum when the device introducer was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 869749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fatigue, menorrhagia, dysmenorrhea, back pain, kidney pain, abdominal pain, fatigue, bloating and uterine bleeding. Concomitant products included anesthetics, general (general anesthesia). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("skin rash"), menstruation irregular ("irregular cycles"), abdominal distension ("bloating"), headache ("headaches"), pruritus ("itching"), urticaria ("hives"), dysgeusia ("metallic taste in mouth"), arthralgia ("joint pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, rash, menstruation irregular, abdominal distension, headache, pruritus, urticaria, dysgeusia, arthralgia and dyspareunia outcome was unknown. The reporter considered abdominal distension, arthralgia, dysgeusia, dyspareunia, genital haemorrhage, headache, menstruation irregular, pelvic pain, pruritus, rash and urticaria to be related to essure. The reporter commented: there was only 1 coil remaining in the uterine cavity after placement. There were no complications during the procedure. There were 6 coils extruding from the tubal osteum when the device introducer was removed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records-all relevant medical history condition, concurrent condition, concomitant medication and lot number were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented heavy bleeding (seen as genital haemorrhage). A hysterectomy was performed to remove micro-inserts around 5 years after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.